Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Not returned to manufacturer.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated erosion, cystocele, enterocele, rectocele and vaginal vault prolapse.